Manufacturer narrative:
Upon review of medical records, an echo performed approximately 3 years and 1-month post implant findings revealed that a bioprosthesis is present and exhibited normal function. The peak velocity is 2.2 m/sec and mean gradient measured 11 mmhg. An echo performed at 4 years and 1 month revealed a bioprosthesis was present and peak ao vmax is 3.1m/s. When compared with prior echo of one year earlier, the ao vmax was 2.2 m/s. There was trivial perivalvular regurgitation with a mean gradient of 21 mmhg and valve area by vti 0.8cm2. An echo performed at 4 years and 9 months revealed a normal lv function with some stenosis of the prosthetic aortic valve with an aortic valve area of 1 cm2. An echo performed approximately 5 years and 1 month revealed tavr aortic valve non-di is 0.22, transaortic velocity was increased due to valvular stenosis. There was no regurgitation, and trivial paravalvular regurgitation. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. The device remains implanted in the patient. In this case, the degeneration cannot be determined; however, it may be related to patient factors (chronic renal disease, chf, htn and pre-existing valvular disease). In addition, at this time there has been no treatment reported. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through s3u clinical trial, approximately 4 - 5 years post implantation of a 23mm sapien 3 valve, stage 2 borderline 3 structural valve deterioration (svd) with leaflet thickening and calcification. The gradient had increased from 4 years to 5-year post implantation. At 4 years and 8 months, an echo noted aortic peak gradient 44mmhg, mean gradient 25mmhg with a calculated aortic valve area of 1.0cm2 and moderate aortic valve stenosis. Moderate valve stenosis with trans aortic velocity is increased due to valvular stenosis with no regurgitation and trivial pvl at 5-year echo. At 5 years the patient presented with chf and bnp elevated and was treated medically.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.